Event description:
Philips received a complaint from customer biomed on the v60 ventilator indicating the unit was running on internal battery only. The unit would not operate on ac power, only on battery power. The customer contacted philips technical support to request parts ID for the power supply. No reports of patient/user harm/injury; the unit was not in clinical use. The investigation is ongoing.

Manufacturer narrative:
Additional information received that the issue was identified by checking the power supply voltage, there was no error code was found. The recommended part has been ordered and on back order. Repair pending part receipt. Part will be returned for evaluation.